Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. Their right ventricular lead exhibited loss of capture. Programming changes were made on the lead. There were no patient consequences.

Event description:
New information notes that the right ventricular lead was experiencing loss of capture during a new non-sustained right ventricular oversensing episode observed on 9 mar 2021. Programming changes were recommended but no intervention was reported.